Manufacturer narrative:
The report of low speed/flow alarms and pump stop events was confirmed based on the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The log files contained data which captured low speed/flow hazards and pump stop events while the patient was supported by the power module and patient cable. Based on complaint history and similar reported events, the events captured in the log files are consistent with a compromised percutaneous lead, however, a specific cause for the events in the log files and a correlation to the evaluation of the returned portions of lead cannot be determined. Two separate distal end replacements were performed, and an 8 inch portion of lead and a 17 inch portion of lead returned for evaluation. Electrical continuity tests of the returned portions of lead were conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed from both portions of lead and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous leads were submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The tests did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. Following the second lead repair, the patient continued to experience red heart alarms, and was issued an ungrounded patient cable. The patient remains ongoing on vad support, with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The two separate replaced portions of the percutaneous lead were received for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a review of the system controller history showed multiple low voltage advisories as well as multiple low speed alarms. The percutaneous lead has a previously placed clamshell repair. It was reported that the patient was in the clinic earlier that week for application of rescue tape to the percutaneous lead where the outer insulation had torn. The patient was asymptomatic. The manufacturer's technical services representative reviewed the provided system controller log file, which had captured low speed events when the pump was connected to the power module. X-ray images showed some areas of interest near the system controller end of the percutaneous lead. An external distal percutaneous lead replacement was performed on (B)(6) 2015. The percutaneous lead passed continuity testing immediately after the procedure. On (B)(6) 2015, it was reported that red heart alarms reoccurred during the 24 hour observation period after the percutaneous lead replacement. Review of the log file showed 4 pump stop events which appear to have only occurred while the pump was connected to the power module. An ungrounded 14v power module patient cable was provided. Review of a second set of x-ray images that showed the repaired area found no areas of concern. On (B)(6) 2015, a second percutaneous lead repair was performed as close to the skin exit site as possible. On (B)(6) 2015, the vad coordinator reported that the patient had low speed and pump stop alarms that morning. An audible alarm had sounded for a pump stop when the patient rolled over onto their left side. At the time of the alarm, the patient was on a grounded patient cable. The patient was then placed on battery power. It was reported that the patient would be placed on an ungrounded patient cable for further observation. Technical services reviewed the additional log file, which showed 3 pump stops on the morning of (B)(6) 2015 while the pump was connected to the power module. Technical services noted that they had replaced as much as the external percutaneous lead as possible. It was reported that the customer plans to have the patient remain on the ungrounded cable.